Event description:
It was reported that data from the implantable cardiac monitor (icm) was not being transmitted. It was determined that the icm's data collection setting was set to off. A programmer session was advised to verify/flip this setting. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.